Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 23 mg/dl. The patient has not treated. The patient has been experiencing low blood glucose for just one time when he started on the insulin pump. The troubleshooting wa performed. The customer had already spoken with doctor. The customer was advised to speak with their health care provider regarding the low blood glucose. The patient was advised to monitor insulin pump and call back if issue persist. The ems had to come to his house and give him sugar water.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.